Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95-99% stenosed, type c target lesion was located in the proximal left anterior descending artery. After predilation was performed, a 20 x 3.50mm promus premier drug-eluting stent (des) was advanced for treatment. However, it was noted that the stent was damaged and shaft kinks were noted in multiple places of the stent delivery system. The device was removed and a 3.0mmx20mm promus element plus des was successfully deployed. Post dilatation was performed and the procedure was completed. Final angiogram showed well revascularized vessel with timi - iii distal flow. The entire procedure was well tolerated by the patient without hemodynamic compromise. Patient was shifted to post catheterization and other medical management was given accordingly. After six hours, the sheath was removed and proper hemostasis done. No patient complications were reported and the patient's status was stable.